Event description:
Healthcare professional reported left side "rupture," "radial folds," "pain," and "hardening." Device remains implanted.

Manufacturer narrative:
Postal code continued: (B)(6). Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, crease/folding of implant.